Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: no DHR review required; does not meet the requirements of (B)(4) for DHR review. Ag 24-jun-2019. If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary, drug eluting stent was implanted. It is reported that the patient is having itching all over their body which wakes them up at night. The patient is working with an allergist and trying different combinations of drugs.